Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt's battery pack would not power up her monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The report problem (won't power up monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the failure was isolated to low output voltage (2.44v). The root cause for the low battery voltage could not be positively identified but was likely excessive discharge of the battery cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.